Event description:
Healthcare professional reported right side exchange due to patient's concern with the product against a non-allergan device. Device was explanted. 2076294. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).